Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2001-pt underwent laparoscopic multiple incisional hernia repairs with two composix e/x meshes. Multiple adhesions to the small bowel and large bowel were noted. On (B)(6) 2002-pt underwent recurrent incisional hernia repair with a non-bard mesh. On (B)(6) 2003-pt underwent recurrent incisional hernia repair with a non-bard graft. On (B)(6) 2005-pt underwent exploratory laparotomy, lysis of adhesions, excision of two composix e/x meshes, and recurrent hernia repair with a composix mesh. It was noted that the excised mesh was densely adherent to small bowel.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be an additional implant. This is an obese pt who has had seven prior abdominal surgeries, who is known to have intra-abdominal adhesions. The pt had elected to have her hernias repaired due to pain and tenderness in the area. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00680 for info related to the other composix e/x mesh implanted on (B)(6) 2001. The medical records refer to a composix mesh implant on (B)(6) 2005, however there was no indication that there were any issues related to this device.